Event description:
It was reported that low r-waves and t-wave oversensing were observed. The physician suspected that during a previous ra lead revision, the rv lead may have been pulled on causing a microdislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.